Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture via ultrasound. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported rupture on the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture via ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed."